Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, while advancing the valve through the esheath, a bent strut was noted. The devices were removed as a unit with no patient injury. The sheath was noted to be 'split' in the middle at the clear expandable part. New devices were used successfully. The patient was discharged to home the following day.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Imagery of patient's anatomy showed patient's access vessel had tortuosity and calcification. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU) and training manuals on mount and crimp the valve on the delivery system: place the qualcrimp crimping accessory over the valve making sure the valve is parallel to the edge of the qualcrimp crimping accessory. Place the valve and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the valve on the valve crimp section (2-3 mm distal to the balloon shaft) with the orientation of the valve on the delivery system as described below: retrograde approach: inflow (outer skirt end) of the valve towards the distal end of the delivery system. Crimp the valve until it reaches the qualcrimp stop located on the 2 piece crimp stopper. Gently remove the qualcrimp crimping accessory from the valve. Remove the qualcrimp stop from the final stop, leaving the final stop in place. Fully crimp the valve until it reaches the final stop. Note: ensure that the valve crimp section remains coaxial within the valve. Repeat the full crimp of the valve two more times for a total of three full crimps. Valve delivery: insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage during use was unable to be confirmed. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, while advancing the valve through the esheath, a bent strut was noted'. Per imagery, the patient's access vessel has tortuosity and calcification. The presence of calcification and tortuosity in the access vessel can create a challenging pathway for delivery system advancement through the sheath, leading to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if the excessive force was applied to overcome the resistance, it could result in the valve torn through the sheath liner and bent the valve strut as reported. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).